Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3 it was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, erroneous results- complete blood count was seen in one (1) sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation review: bd has not received any photos or samples for investigation. Factors that may contribute to ER- hgb were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No difficulties were encountered during blood collection, and all tubes appeared to exhibit proper fill. Bd was unable to duplicate customer¿s indicated failure: ER-hgb because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (hgb). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, erroneous results- complete blood count was seen in one (1) sample. No adverse impact was reported regarding the patient or user.